Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: coveredge x MRI, upn: m365sc8452700, model: sc-8452-70, serial: (B)(6), batch: 7071269.

Event description:
It was reported that the patient experienced pain and discomfort at the spinal cord stimulation (scs) implantable pulse generator (ipg) pocket site. The patient underwent a revision procedure in which the entire scs system was explanted. No patient complications were reported. The explanted devices will not be returned as they were discarded at the medical facility. The patient has recovered and there were no issues.